Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the last time they reprogrammed the patient (pt) was when they reported the incident on 8/20. It was resolved that day and rep did what they were instructed to do. Rep has since followed up with the patient and there have been no complaints from the patient.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot#/serial# (B)(6) implanted: (B)(6) 2024. Product type lead product ID 977a260 lot#/serial# (B)(6) implanted: (B)(6) 2024. Product type lead product ID 977a260 lot#/serial# (B)(6) implanted: (B)(6) 2024. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reported getting avoid on 4 electrode from impedance test, electrode 5, 6, 14, and 15 showed 1110 ohms. When rep tested them again it cleared. Technical services(ts) reviewed with rep the possibility of intermittent impedance issue. Rep tried to test with patient leaning forward, but the impedance issue didn't show up again. Ts advised rep to program the electrodes that he needs but have additional programs that didn't require the 4 electrodes being used, so that patient can have stimulation options if the impedance issue came back.